Event description:
A surgeon reported, pts (20 eyes) with diffuse lamellar keratitis (dlk) following refractive surgery and was treated with topical corticosteroids. Additional info has been requested. Twenty eyes reported under MFR #1061857-2008-00021, - 00040.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed on to FDA on: 02/20/2008.